Manufacturer narrative:
(B)(4). Patient age unknown / not provided. Patient weight unknown / not provided. Date of event unknown / not provided.

Event description:
It was reported that the patient presented with a loose screw (B)(4). There was no other reported malfunction.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One certain gold-tite hexed screw was returned for inspection. A visual inspection revealed that the collar, drive feature, and body was worn, indicating use. The threads are similarly worn. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. Information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of gold-tite tm hexed uniscrews, it is recommended to torque at 20ncm. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable.